Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported the patient needs a passive charge and disable device. There were no patient symptoms or complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2020-06-04. It was reported that since last week, the ins was turned on but when they tried to help the patient charge they could never get it to charge, it was not working to charge. Currently it was working and charging. The issue was resolved by troubleshooting. Manufacturer representative (rep) reported that patient¿s daughter was saying the patient couldn¿t recharge her device and it kept stopping. However, when the rep called the patient, niece said the patient was charging just fine. She said she did not have to do anything special ¿ she just placed the device on the elderly patient and started charging. At the time of their conversation she said the battery was 40% charged. It appeared there was operator error and the niece was able to correct the issue. No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient saw an exclamation on the screen friday when they went to go plug the controller into the wall. Patient thought this meant the ins battery needed to be charged but could not describe the actual screen content. Starting saturday the patient was not able to charge the ins, seeing no device found/ reposition antenna recharger. Patient was seeing 85 as highest # and the number was not frozen/ did fluctuate to 84 when patient moved farther away. Pss reviewed how to charge ins manually for a 10 minute session, repeat up to 3 times. Patient to follow up with hcp. Additional information was received. Patient reported they were charging with good/ excellent and they were moving the rtm around and now they were stuck in passive recharge mode. Recharging was reviewed with the patient. Additional information was received from a consumer regarding the patient on (B)(6) 2020. It was reported that the patient has had issues connecting the external equipment with the implantable neurostimulator to charge. They will get excellent quality while charging and then ¿it bleeps off.¿ this was somewhat clarified to mean as a message being stated on the screen; however, the exact message was not known. At the time of the report, the patient was seeing a no device found screen and then a passive mode recharge was started. The number along with the passive mode recharge was 85. It was reviewed that the patient should continue charging with the passive recharge mode until they see the excellent recharging screen. There were no patient symptoms or complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller (patient's daughter) reported difficulty charging since they got the equipment on may 15th. The caller explained that they charged the ins to 90% because it takes a long time to charge the implant. The caller reported that the ins is not staying charged. The caller stated the patient is currently on group c. The best charging practices were reviewed with the caller. The caller also reported that the controller puts the ins into MRI mode itself, with her doing anything. The caller took the controller out and reported seeing the unable to access MRI mode due to the ins needing to be charged screen. The caller started a charging session and reported seeing passive recharge mode, which was also reviewed. The caller also reported that the check position option on the menu was grayed out, when it was previously available. No further complications were reported. No patient symptoms were reported.